Event description:
It was reported that multiple noise reversions were observed from both leads. The physician opted to schedule a follow-up and monitor the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.